Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was failed, device not detected on bus. A field service engineer reseated all cable connections associated with the drawer and the affected pockets, after which the customer was able to successfully recover the drawer and all previously missing pockets. The issue appeared to have been caused by a temporary system communication glitch. The tss also confirmed that the hardware test application (hta) completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 failed. Not recognized the cubies in rows b and c, user already tried reboot the device but unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.